Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted that the blue component of the device was broken off. Laser lines were faded/oxidized. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufactured date 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/11/2025, it was reported by a sales representative via (B)(4) that an ar-9241-03 glenoid inserter/impactor broke. The instrument was used correctly but the blue impactor piece broke off the siler inserter. This was discovered during the case with no patient harm.